Manufacturer narrative:
No medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found an abrasion on the outer insulation which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that noise was observed on the atrial lead. The physician opted to explant the entire system to allow for a system upgrade.